Manufacturer narrative:
External insulation abrasion was noted at 6.5-6.8 cm from the connector pin consistent with lead friction to the ICD can. This is consistent with the observation from the field of noise.

Event description:
It was reported that the patient presented with noise at an unknown date in the past on ra and rv leads. Noise was reproduced with arm movement on both leads. Patient was asymptomatic. There were no other electrical anomalies. The leads were laser extracted and replaced. The patient tolerated the procedure well and will be followed normally.